Event description:
Information was received from multiple sources including a patient and a healthcare provider (hcp) via a manufacturer's representative (rep) regarding the patient receiving fentanyl (200mcg/ml at 38mcg/day) and bupivacaine (2668.5mcg/ml at an unknown dosage) via an implantable infusion pump for spinal pain indications. It was reported that the issue was a lack of patient control and that the patient detailed having total loss of pain relief. Environmental, external, and patient factors were not applicable. Diagnostics and troubleshooting included a dye study that the hcp stated was positive, and it was also noted in the report that there was a failed dye study. Actions included a catheter revision and the catheter was explanted. The issue was resolved at the time of the report and the catheter was returned to the manufacturer for analysis.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-may-2026, UDI#: (B)(4) h3: the catheter was received 2026-may-20, however analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.